Event description:
A customer observed negatively biased tsh results on the vitros eci system using total thyroid controls. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were reported. There was no report of pt harm as a result of this event.